Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the proximal clevis is broken and has a missing piece that measures approximately 0.228 x 0.161. The opposite side of the clevis has a crack measuring 0.127 from the distal end towards the main tube interface. Additional investigation showed that when the grips are fully bent in the pitch position, and a point load is applied at the tips, the bending movements exerted on the proximal clevis resulted in a piece from the proximal clevis to break off in the same pattern. It has been concluded that the damage to the instrument's proximal clevis was likely due to mishandling/misuse. It has been determined that the customer reported event as initially reported does not meet the criteria of a reportable event, as the information provided did not suggest that an adverse event occurred. Recurrence of the alleged failure mode is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on the failure analysis investigation results, this medwatch report is being retracted.

Event description:
It was reported that during a da vinci myomectomy procedure, a piece of material from the shaft of the tenaculum forceps instrument flaked off and fell into the patient. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) who reported this complaint. According to the csr, the surgeon was using the tenaculum forceps instrument to retract the patient's fibroid when he (csr) noticed that a piece from the instrument's main tube had broken off and fell inside of the patient. The surgeon was able to remove the fragment using a traditional laparoscopic instrument. The csr indicated that there was no malfunction of the da vinci surgical system that caused the instrument to break. The instrument was in use for approximately 30 - 45 minutes when the issue occurred. During the surgical procedure the patient's tissue planes were somewhat obscured, which made dissection of the patient's tissue difficult; however, there was no patient harm, adverse outcome or injury as a result of the reported event. On (B)(4) 2014, isi contacted the site's or manager regarding the reported event. According to the or manager to the best of her knowledge the patient has not returned to the hospital due to any post-surgical complications as a result of the reported event.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci myomectomy procedure, a piece of the shaft on the tenaculum forceps instrument broke off and fell into the patient. Per the information provided, the broken instrument piece was retrieved. There was no allegation of any patient harm, adverse outcome or injury.